Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens was swiftly inserted into the eye, rupturing the posterior capsule. Vitreous was observed in the anterior chamber and an anterior vitrectomy was performed. The iol was fixed as "in-the-bag" manner. As a result of the prolonged procedure, the eye developed corneal edema. Three days following the procedure, the edema had resolved and visual acuity was improving. An iol exchange is not planned.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.